Event description:
It was reported that bd pegasus bl 22ga x 1.00in prn-cap y tubing was defective / damaged the following information was provided by the initial reporter: after inserting the indwelling needle into the patient, it was discovered that there were two cracks in the extension tube and fluid leaked out. The catheter was pulled out and no such problem was found after reinserting it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review: (1)the complained products is 22g, assembled in suzhou plant, packaged and sterilized in tuas plant, singapore; the assembly batch number of this batch products is 3054501; assembled on 2023/03,this batch of products has (B)(4) pieces in total; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. The customer did not return sample and only provided a photo of the defective sample. From the photo, there appear to be pinch marks on the extension tube. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, this complaint is the second complaint about extension tubing damaged, and the related complaint code is (B)(4). In summary, the customer did not return the sample, and the cause of the clamp marks on the extension tube could not be confirmed only through the photo provided by the customer. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint.